Event description:
It was reported that the device had to be explanted because of persistent wound and skin infection.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis wil be submitted as a follow up report.